Event description:
The customer stated that the paramedics were called due to her blood glucose levels going very low. The customer threatened to take legal action due to the event. The customer declined to return the insulin pump for analysis at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.